Event description:
It was reported that there was white, floating particulate matter inside of a small volume intermate. This was noted before use and after the device was filled with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated at the compounding facility. Visual inspection revealed white particulate matter floating inside the fluid path. The reported condition was verified. However, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.